Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. A visual inspection revealed a broken catheter. The residual catheter section was found to be white and mis-shaped. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: the root cause has been confirmed to be not related to the manufacturing process. The probable root cause was that the catheter broke due to external force while in use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd intima-ii¿ closed IV catheter system 24 g x 0.75 in. Leaked on second usage day. IV was removed but catheter was missing. Medical intervention required.